Event description:
The physician attempted closure of the arteriotomy using a techstar xl6 fr device. When deploying the device, only one needle presented at the hub. Flouroscopy revealed the other needle in the subcutaneous tissue. Needle backdown was unseccessful. The physician was able to manipulate the device and remove it without injury to the pt. The arteriotomy was closed with manual compression. Reports from the field indicate that prior to use of the device, the lab tech clamped the device in several areas.